Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. Additionally, six videos were received from the field and it appears to show the device deformity (bulging) during procedure. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. Information from the field indicated that there was no anatomical interference, or any angulation or kink in the delivery system upon deployment and an 9f delivery system was used. Based on the information received, the cause of the reported incident could not be conclusively determined. Here is no indication for a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2023, a 25-18mm amplatzer talisman patent foramen ovale (pfo) occluder (8569562) was chosen for implantation into a pfo utilizing a 9f amplatzer talisman delivery system (8809527). During implantation of the device, the right disc was bulging. The device was removed from the patient and a replacement 35-25mm amplatzer talisman pfo occluder (8542130) was used to complete the procedure. There were no reported adverse patient effects and the patient was reported as stable. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay. There were no angulation or kinks in the delivery system. There were no interactions with cardiac structures during deployment.

Event description:
It was reported that on (B)(6) 2023, a 25-18mm amplatzer talisman patent foramen ovale (pfo) occluder (8569562) was chosen for implantation into a pfo utilizing a 9f amplatzer talisman delivery system (8809527). During implantation of the device, the right disc was bulging. The device was removed from the patient and a replacement 35-25mm amplatzer talisman pfo occluder (8542130) was used to complete the procedure. There were no reported adverse patient effects and the patient was reported as stable. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay. There were no angulation or kinks in the delivery system. There were no interactions with cardiac structures during deployment.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.